Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device cannot discharge power. There was no reported patient involvement or negative patient impact.

Event description:
It was initially reported to philips that the device cannot discharge power. Upon further clarification, it was reported tha the device failed the operational check and displayed a red 'x' in the rfu indicator. There was no reported patient involvement.